Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a mixing pump component failure. Recommended the2000 hour pm and just wanted the part number for the mixing pump and would ask manager about the other parts. Per follow up information, biomed confirmed that the mixing pump was not working in an arctic sun device. DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: f, g, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the biomed confirmed that the mixing pump was not working in an arctic sun device and recommended the2000 hour pm and just wanted the part number for the mixing pump and would ask manager about the other parts. Per follow up information received via email on 23may2023, biomed confirmed that the mixing pump was not working in an arctic sun device.

Event description:
It was reported that the biomed confirmed that the mixing pump was not working in an arctic sun device and recommended the 2000 hour pm and just wanted the part number for the mixing pump and would ask manager about the other parts.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.